Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was implanted. The mesh was explanted on (B)(6) 2004, due to probable bladder perforation. Advantage fit was implanted on (B)(6) 2013. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(6). It was reported that the patient underwent sling removal and replacement sling using mesh, and cystoscopy on (B)(6) 2004 for bladder perforation in the left upper margin of the bladder at the time of the first sling.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced frequency, urgency, discomfort, and burning urination.

Manufacturer narrative:
Date sent to the FDA: 12/07/2015 (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that patient underwent sling with mesh using advantage fit on (B)(6) 2013, due to sui and urethral hypermobility. No additional information was provided.